Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later confirmed to have been capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was tested in-clinic with oversensing of noise noted. The lead is scheduled for replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a number of high pacing impedance measurements with a subsequent polarity switch. Noise was also observed on several ventricular high rate episodes that were too fast to be physiologic. The lead remains in use. No patient complications have been reported as a result of this event.